Event description:
Patient was revised to address pain and subsidence of the talar component poly wear of the tibial insert was noted intraoperatively.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the lot numbers required to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complant will be reopened. Depuy considers the investigation closed.